Event description:
It was reported that during an angioplasty procedure, the device luer lock connection allegedly came off. Reportedly, the detached part was retained. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was received for evaluation. Detachment was noted to the inflation luer. Fiber disturbance was noted to the balloon. Due to the nature of the complaint, functional testing was not performed. Also, one photo was reviewed. The photo shows the conquest device in a transparent cover. The photo is not very clear but the inflation luer seems to be coming off from the rest of the device. Therefore, the investigation is confirmed for the reported luer detachment as detachment was noted to the inflation luer. The investigation is also confirmed for the identified fiber disturbance as fiber disturbance was noted to the balloon. A definitive root cause for the alleged luer detachment and identified fiber disturbance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Expiration date: 06/2024. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the device luer lock connection allegedly came off. Reportedly, the detached part was retained. The procedure was completed using another device. There was no reported patient injury.